Event description:
It is reported that customer called with questions regarding insulin pump. It is reported that customer was upset that he did not get back analysis information for previous pump as he states he was hospitalized in august of 2013 and requested information on insulin pump. Customer was advised that message would be forwarded to helpline agent for a call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.